Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) A sound of something broken was heard. The device was not used for the patient. Another device functioned well and the staples were formed properly. The patient¿s condition is stable. The yellow part will be returning with the device.

Event description:
It was reported that during an open colectomy, the device could not be fired at the 1st firing on the jejunum. The device was set up again and attempted to be fired, but then a yellow part of the device fell off from the device. The axis of that part was missing, so it was searched all over, x-ray was taken, but could not be found. It was explained to the patient¿s family and then the abdominal was closed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. D4: batch #557a73. Additional information requested and the following was received: is the current patient status known? The patient is stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Has it been confirmed that the post is in the patient? =>no further information is available. Dr. Commented that the post was not found from the patient and the operating room. Has the patient shown any potential symptoms? No." Additional information: our biocompatibility and toxicology team have completed the risk assessment for the firing trigger switch actuator post. Summary and conclusion: during an open procedure with a powered 60 echelon 280mm shaft (pcee60a) device, the nylon trigger switch actuator post (d41849p01) broke and was assumed to be left within the patient¿s body. Available biocompatibility and toxicology data for the nylon [thermocomp® rc-1008 ees hc (r1004-12-a)] were evaluated to assess the potential risk to the patient. Thermocomp® rc-1008 ees hc was previously evaluated and approved for use in an externally communicating device in contact with tissue, bone, or dentin for less than 24 hours as defined in iso 10993-1. No toxicological concerns were identified in these studies. Exposure assessments and tolerable intakes for repeat dose toxicity of the nylon material and its potentially hazardous components were determined for multiple exposure duration categories. From these values, margin of safety values were calculated to characterize toxicological risk. All calculated mos values were >1, and all but 2 were >10. In the cases where mos values were near 1 (between 1 and 10), these data therefore indicate acceptable chronic systemic toxicological risk to the patient in this exposure scenario. Based on this information, the potential deposition of this nylon component into the patient would not significantly increase the risk of genotoxicity, carcinogenicity, or chronic systemic toxicity, although short-term local effects associated with the implantation of any non-biologic material are expected. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with both handles removed, the switch actuator broken and it was applied by the tape on the handle shroud. Also, the switch actuator post was broken and missing. An ecr60b reload was present along with the device. The reload was received unfired with all staples remaining in pockets. No damages were found on the cartridge deck. In addition, one battery pack was returned with no packages returned. During the visual inspection, the jaws on the returned device were in the open position, and the manual override system was fully activated. The knife was examined for visual inspection after the knife was manually advanced, it was noted that it was in good condition. No further functional test could be performed due to the condition of the device. The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.